Event description:
It was reported that during a navio procedure, the bone pin driver came apart. The device was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
The navio, pin driver, part number 110164, used for treatment was returned for evaluation. The reported problem was visually confirmed. The socket is detached. Although the reported problem was visually confirmed, a functional evaluation failed due to broken/damaged parts. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure is being conducted to determine if additional actions are required.